Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced chest pain. Before and during the initial procedure, 300mg aspirin and 600mg clopidogrel were given. Proximal stent damage and in stent thrombosis were noted. Additional dilatation was performed using an unspecified size balloon catheter to treat the thrombosis and placement of a 2.75x16mm promus element stent. The patient was discharged with 150 mg aspirin and clopidogrel.

Event description:
It was reported that subacute thrombosis occurred. In (B)(6) 2014, the target lesion was located in the left anterior descending artery. A 2.50x32mm promus element stent was advanced and deployed in the middle left anterior descending artery. One day after, the physician noticed that there was stent thrombosis in the middle left anterior descending artery. Thrombosuction was performed and predilation was performed using 2.75x16mm unspecified balloon catheter. The procedure was completed with the deployment of a 2.75x12 promus element stent overlapping the previously implanted stent. No further patient complications were reported and the patient's status was stable.